Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Patient representative reported left side "breast pain, tenderness and hardness, as well as fatigue and weakened immune system. Patient was diagnosed with capsular contracture, baker grade unknown suspected device rupture and suspected siliconomas. The device has been explanted.

Event description:
Patient representative reported left side "breast pain, tenderness and hardness, as well as fatigue and weakened immune system. Patient was diagnosed with capsular contracture, baker grade unknown suspected device rupture and suspected siliconomas. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "breast pain, tenderness and hardness, as well as fatigue and weakened immune system." Patient was diagnosed with capsular contracture baker grade unknown, suspected device rupture, and suspected siliconomas. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, h4, h6.